Event description:
The device has been received by manufacture and product analysis was performed. No other relevant information has been received to date.

Event description:
It was later reported that the hospitalization for the patient is not abnormal. It only became more frequent in (B)(6) 2024 when device was at near end of service. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has been hospitalized on multiple occasions due to increase in seizures beginning in (B)(6) 2023. The generator was at intense follow up indicator (ifi) (5-11%) in (B)(6) 2024 settings were lowered to allow the battery to last. In november 2024 generator was at near end of service (neos (0-5%). The device was turned off in (B)(6) 2025. There was no indication of device malfunction but provider was concerned as the increased seizures began before neos and before the disablement. The device was replaced in (B)(6) 2025 due to battery depletion. It was later reported that the provider believed that the low battery was contributing to the increase in seizure. Provider also stated that the patient is experiencing status epilepticus on a monthly basis. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Device has been explanted and returned to manufacture but has not been received to date. No other relevant information has been received to date.

Event description:
Settings for the suspected generator was provided. No other relevant information has been received to date.